Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation to treat persistent atrial fibrillation (af) with watchman procedure, the patient experienced a pericardial effusion. The patient initially presented with a small baseline effusion. After completing the ablation and preparing to exchange for the watchman sheath, it was observed that the effusion had slightly increased. The watchman procedure proceeded with the placement of a 20 mm device that did not meet pass criteria. During the recapture to replace it with a 24 mm device, the effusion was noted to have increased further. The placement of the 24 mm watchman device was completed, followed by a pericardiocentesis, draining a total of 670 cc from the patient. A drain was placed, and the patient is expected to make a full recovery. It is believed that the effusion was caused during the cavotricuspid isthmus (cti) ablation/right-sided procedure. The farawave nav catheter is not expected to return as it was disposed.it was further reported that the current patient status is not known. The patient spent the night after the procedure in the hospital. It was unknown if the patient spent longer than that. No further information if the patient was discharged. The adverse event was identified by performing a tee. The number of lesions was 49 applications within the cti, pw and pvi.